Event description:
It was reported that the handpiece is cracked and leaks lubricant. This was noticed during cleaning. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and it was observed that the rear of the handpiece back plate was cracked and contributed to the leak. Observations show that this device experienced an impact load to the rear of the handpiece. The device was repaired and returned to the customer.